Event description:
During an in clinic follow-up, episodes of oversensing due to myopotentials were observed on the device. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.